Manufacturer narrative:
Concomitant products: product ID 399945, lot # v044058, implanted: (B)(6) 2008, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
The consumer and healthcare provider (hcp) reported the patient had a loss of therapy and a return of symptoms. The patient was complaining about her foot again, more specifically her left foot pain, which was the reason for implant. There was a sudden increased pain in the patient¿s left foot. It was noted the patient was in assisted living, so troubleshooting was limited. Later, it was reported the patient¿s device needed to be checked and no troubleshooting or interventions had been already performed. It was unknown if the implantable neurostimulator (ins) had been checked with the patient programmer. The device had been implanted for 7 years. The call was transferred to get in contact with a manufacturer's representative to come to the center to check the patient¿s device. Relevant medical history included postlaminectomy pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.